Event description:
Customer called to report a hospitalization due to high blood glucose. The blood glucose reading at the time of the event was 559 mg/dl. Hospital treated with IV drip and saline for dehydration. Nothing further reported.

Manufacturer narrative:
Unable to prime the insulin pump during prime test due to faulty force sensor. Unable to perform basic occlusion test, occlusion test and excessive no delivery test due to prime anomaly. The insulin pump received with cracked battery tube threads. The insulin pump received with cracked battery tube threads. The insulin pump receivd with scratched lcd window.